Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked into its overpouch. This was discovered before use of the device. The device was filled with 3600 mg of fluorouracil in dextrose solution. There was no patient involvement. No additional information is available.